Event description:
The initial setting was 110mmh2o but soon the drainage got less; therefore, the setting was changed to 30mmh2o. As it did not improve the patient condition, the surgeon pumped the reservoir and made micro magnets move with rs5 but these actions helped only for one or two days. Since its performance was not stable for a month, the surgeon extracted the valve on (B)(6).

Manufacturer narrative:
The returned sm8 valve has been analyzed. According to our laboratory results, the alleged occlusion of the valve identified on (B)(6) 2013 has not been duplicated. The valve is very clean and the functional controls performed to test the drainage are conform. Regarding the suggested instability of the valve pressures during the valve implantation period, the results of the laboratory analysis show that all the pressure values meet their specifications. Assumptions to try to explain the observed problem include a possibility that the ventricular or peritoneal catheters have been occluded. These parts of the shunt have not been returned, thus not analyzed. Shunt obstruction is a known short and long term complication described in the instructions for use.